Event description:
The pt reportedly has experienced intermittencies between the external equipment and the cochlear implant. The pt was seen by a company rep. External equipment was exchanged and programming adjustments were made. The center monitored the pt. The pt's device was explanted.